Manufacturer narrative:
No product returned administration error. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap distal pancreatectomy - "upon firing of first clip the applier appeared to be misfiring, and clips were not loading into the jaws. The clips were already partially closed and just dropped out of the end. This affected all clips. (B)(6). This clip applier is marked with the no.1 as 2 x cer's completed for same case." Patient status "ok."